Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced rapid abdominal pain and tachycardia. The left ventricular (lv) lead exhibited occasional oversensing on stored electrograms (egm). The lv lead remains in use. No further patient complications have been reported as a result of this event.